Event description:
It was reported that during service conducted at the manufacturer a broken bur was found to be stuck inside the attachment. It was also reported that there was no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found to be stuck inside the attachment. It was also reported that there was no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
The cutting accessory originally reported under this MDR was returned for evaluation and the failure was confirmed. During the evaluation of the originally listed concomitant device ((B)(4) lot 10007 - micro drill medium straight attachment), it was found the attachment components were affected by debris, it is possible that cleaning may have contributed to the failure. It is possible that this condition may have caused or contributed to the reported event. Associated cutting accessory (unknown ins bur, unknown lot #) is now listed as the concomitant device.